Event description:
The patient stepped onto the step of the exam table, the step slipped into the exam table causing the patient's foot to be caught between the step and exam table. The patient was diagnosed with a fracture of the distal phalanx of the left great toe with an avulsion of the toenail and maceration of the nailbed. The patient underwent debridment of the nailbed and was placed on antiboticsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: design - human factors. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.